Manufacturer narrative:
The recipient reportedly had a skin flap infection at the implant site. The recipient's internal device was repositioned; however the treatment was not successful. The internal device had migrated and extruded through the skin. The infection has been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient's device has extruded through the skin flap. The recipient's internal device was repositioned. Device extrusion occurred again. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.